Event description:
It was reported that today, they have been trying to charge the implant, but they kept getting no device found message. Pt stated that they already tried to remove the battery pack from the controller and left the battery out for 3 hours and put the back in, but nothing worked. Pt stated they were still getting no device found when they attempted to charge the implant again. Pt also mentioned that they just charged the implant to 100% 3 days ago but now they couldn't charge the implant. Agent had pt reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean the connections. Pt confirmed no visible damage. Agent had pt start a recharging session and pt got no device found message again then went to passive recharge mode got the middle number above 90. Agent reviewed with pt the meaning of passive recharge. After waiting on the line for more than 18 minutes, pt still couldn't pass through passive recharge mode. The issue was not resolved. Agent sent a repair request to replace the recharger. During the call, pt mentioned that they lost a lot of weight and they had surgery to relocate the implant. Pt also mentioned that they were getting a physical therapy (chiropractic) for the 2nd or 3rd time now. Agent reviewed information and pt stated that their doctor was informed about their implant and they were told to just turn the stimulation off. Agent advised pt to consult with their rep and their doctor if they encounter unexpected stimulation to further address the issue. Additional information was received from the manufacturer representative (rep). The rep met with patient and she did 2 passive recharge sessions and then try disable and re-enabled implant and tried another passive recharge session with her controller and recharger but that still didn't allow patient to get normal recharge screen. Rep then tried using her controller and recharger with patient's battery for another passive recharge, but that didn't allow normal recharge. Rep tried to connect with tablet, but no connection was established. Rep to try another passive recharge session and if that doesn't work, ts suggested replacing the recharger and controller to rule-out equipment issue, even though patient just got a recharger replacement. Patient is then to try more passive recharge sessions to hopefully get system to rechargebefore this call has to go to the principal. Case reopened to request replacement controller and recharger and make secure note. Mdt rep. Called back and mentioned previous agent had told them to call back if disable/enable device function did not work to advance past passive recharge mode; agent had suggested all replacement equipment. Tss discu ssed issue. Mdt rep. Insisted upon replacement recharger and controller. Mdt rep. Said pt was in car accident in november and issue started a couple of weeks after car accident. Tss requested replacement controller and recharger. Note: technical services did clarify that patient didn't have recharge issue until a week ago, not after the accident. During passive recharge, patient mentioned some sort of sensation in the hand. Tss didn't clarify. Additional information was received from manufacturer representative (rep). It was reported that there was no communication/inability to communicate. Inability to connect programmer with ins. Rep called tech services with the patient present. Multiple tries to connect programmer with ins. Tech services issued new equipment programmer and recharge paddle. Patient received new equipment and is unable to connect to ins. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.